Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further reported as when the caregiver connected the tubing from the cassette to the patient's catheter, "it disconnected during therapy causing a leak¿. This occurred during peritoneal dialysis therapy. The caregiver verified the connection was properly tightened before therapy started. The transfer set was not replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.